Manufacturer narrative:
Analysis was normal no anomalies were noted. Interrogation, visuals, device download were normal. The device battery longevity was above the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient came into the emergency room following a recent generator change with new implantable cardioverter defibrillator (ICD). It was noted that a small hole/erosion and pus was draining from the implant site and redness was observed. The system was explanted successfully. The patient was stable.